Event description:
It was reported that the patient was doing very well and had no pain. The replacement device was doing great for their pain.

Event description:
It was reported that when the patient tried to turn their implantable neurostimulator (ins) on or off with their recharger or patient programmer the on button would turn the ins off and the off button would turn the ins on. The problem was intermittent and a manufacturer representative was unable to duplicate the problem. The patient also had a recharging issue. The issues started approximately 3 weeks prior to 2014 (B)(6) and the ins was replaced on 2014 (B)(6). There was no patient injury reported and the patient recovered without sequelae. The manufacturer representative thought that the patient had a follow up appointment scheduled for the week after 2014 (B)(6).

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), explanted: 2014 (B)(6); product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found insignificant anomalies. The device was able to recharge and had good stable output on all electrodes.

Event description:
Additional information was received from a patient on (B)(6) 2017 the patient stated that their implantable neurostimulator (ins) was not replaced for normal battery depletion, it was replaced because it was malfunctioning occasionally and they could not turn their therapy off with the patient programmer. The patient never got the analysis report after the ins was returned to the manufacturer. Patient services would follow up and have the analysis letter sent to the patient¿s new healthcare professional (hcp). The patient stated that the ins malfunctioning began the last year of implant and noted that their manufacture representative (rep) helped them a lot and was aware of the ins malfunctioning but they could not remember when the rep became aware. They stated it was soon before the ins replacement. After the call, patient services called the patient back and left a voicemail indicating that they requested the analysis letter be sent to their new hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.